Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/04/2015 with the following findings: there were multiple call service (cs 064 and 078) alarms observed in the black box history. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration was within specifications and no damage was found internally when the pump case was removed. Unrelated to the original complaint, there was moisture found internally and the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).